Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating the issue during clinical use. The rse evaluated the device remotely. It was determined that the user did not know how to use the sync mode and no device malfunction was confirmed. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated grids.

Event description:
Correction: this report has been updated from product problem to serious injury. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating a failure to defibrillate during patient use. The customer description indicated that the user was attempting to deliver life-saving therapy to a critical patient but was unable to due to the device not working as intended resulting in a failure to shock and subsequent delay since another defibrillator had to be used. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the user did not know how to use the sync mode and no device malfunction was confirmed. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The issue isn't clear for now, but the customer told me the users had issue with the defibrillator during use, he wasn't sure if the issue was seen in synchronized cardioversion mode or AED mode.